Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the universal power manager (upm) and the power supply. There was no issue with the laser. System was tested and verified as ready for use. Both the upm and the power supply involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that positioning laser failed to work, and repeated recoverable error 33 occurred. Further troubleshooting could not be conducted at the time due to ongoing surgery. The tse confirmed repeated recoverable error 33 pointing to the universal power module (upm) in the logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The power supply unit was returned for failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The power supply was installed and tested on a test system. The system started without any errors. The positioning laser was working fine. Then 10 power cycles were performed, and the system works normally without any issues. As a result of these findings, fa concluded that no root cause could be attributed to this issue. The universal power manager (upm) was returned for fa and fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported failure. The upm was installed and tested onto a golden system where the component functioned as expected. The board was configured and programmed without issue. The system started up without any error. Ran 10x power cycles with this part, all passed. The unit remained in normal operation on test for two hours while other components were evaluated, after which it failed, with the battery management system (bms) status indicating over_voltage in upm status (battery info). The probable root cause is attributed to an electrical malfunction in the upm board, resulting in battery performance inconsistencies on the patient side cart.

Event description:
Refer to h11 for follow-up information.